Manufacturer narrative:
The catalog number is unknown, if received it will be provided. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted, fractured, migrated and become embedded. The filter was also noted to be associated with clots requiring additional surgery. In addition, the patient underwent unsuccessful attempts to retrieve the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, migration and retrieval difficulty events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc fractured and is broken, ivc migration, ivc tilt, and subsequent clots leading to the need for additional surgery. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additionally, as a result of these malfunctions listed, the patient has undergone surgical efforts to try to remove the ivc filter, which is embedded and cannot be removed. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was received and the implant date: (B)(6) 2012. Patient information: race: african american. Sex: male. Ht 6¿3¿. Wt 156lbs. Concomitant products: unk 6 fr sheath. According to the patient profile form: the patient reported becoming aware of filter fracture approximately seven years and two months post implant. The patient underwent an unsuccessful percutaneous removal attempt approximately five years and eight months post implant ((B)(6) 2017). The patient reports that there are retained fractured filter struts in the inferior vena cava (ivc) and that the device can¿t be removed and it causes pain. Medical hx: brain injury, paranoid schizophrenia dos: (B)(6) 2012- the patient presented to a hospital for left leg swelling and was diagnosed with a dvt. The patient developed a gastrointestinal (gi) bleed at the facility after being started on coumadin and lovenox. Evaluation of the patient showed stage ii colon cancer. The patient underwent insertion of an ivc filter and a hemicolectomy. The patient was noted to have had a brain injury in the past. A chest x-ray was performed and noted chronic obstructive pulmonary disease and a possible left lower lobe nodule. On (B)(6) 2012: the indication for the filter implant was acute left lower extremity dvt, and inability to anticoagulated due to gi bleed. The filter was placed via the right common femoral vein and deployed at the l3-l4 interspace without difficulty or complication. On (B)(6) 2012; the patient underwent a hemicolectomy. The hospital course was uneventful, and the patient was discharged eleven days after admission. Approximately nine months post implant ((B)(6) 2012) the patient presented to the emergency room (ER) with complaints of a swollen right testicle times one month. The record noted a history of colon cancer with a colon resection. Exam discovered bilateral intratesticular cysts, the patient was discharged and instructed to follow up with urology. Dos (B)(6) 2017: the patient underwent an attempted retrieval procedure, recent imaging showed broken wires without perforation or erosion, the patient requested the filter be removed. Access was obtained via the right internal jugular and right femoral veins. The filter was unable to be removed despite successful snaring from above and below. The record indicated that the filter phlange is likely broken preventing successful collapse into the sheath. The patient was discharged the following day.

Manufacturer narrative:
The complaint conclusion was update below, there were no changes made to the method or result codes. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) filter fracture and is broken, migration, tilt, and subsequent clots leading to the need for additional surgery. The patient reported becoming aware of filter fracture approximately seven years and two months post implant. The patient underwent an unsuccessful percutaneous removal attempt approximately five years and eight months post implant. The patient reports that there are retained fractured filter struts in the ivc, and that the device can¿t be removed, and it causes pain. According to the medical records, the patient presented to a hospital for left leg swelling and was diagnosed with a dvt. The patient developed a gastrointestinal (gi) bleed at the facility after being started on coumadin and lovenox. Evaluation of the patient showed stage ii colon cancer. The patient underwent insertion of an ivc filter and a hemicolectomy. The patient was noted to have had a brain injury in the past. Four days later the indication for the filter implant was acute left lower extremity dvt, and inability to anticoagulate due to gi bleed. The filter was placed via the right common femoral vein and deployed at the l3-l4 interspace without difficulty or complication. Two days later the patient underwent a hemicolectomy. The hospital course was uneventful, and the patient was discharged eleven days after admission. Approximately five years and nine months post implant the patient underwent an attempted retrieval procedure. Recent imaging showed broken wires without perforation or erosion and the patient requested the filter be removed. Access was obtained via the right internal jugular and right femoral veins. The filter was unable to be removed despite successful snaring from above and below. The record indicated that the filter phlange is likely broken preventing successful collapse into the sheath. The patient was discharged the following day. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, migration and retrieval difficulty events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as twelve days. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Pain was reported, however due to the nature of the complaint, it could not be further clarified. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.